Event description:
Procedure lavh. Reportedly, on the second pass, the surgeon noticed the needle was not in the jaws, while under visualization (watching the screen). The needle was later found on x-ray, which added approximately 75 minute to the case.